Event description:
It was reported that the customer experienced high blood glucose of 500 mg/dl while in the hospital with high blood glucose. Customer had a back-up plan and had treated. He stated his diabetes educator ran 9 units through the tubing but it did not delivery. They switched to a new reservoir and infusion set and ran the test again. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.